Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced a broken sensor a month ago; the needle came apart in the sensor. The customer's blood glucose at the time of incident was 4.8 mmol/l. The customer also received a change sensor alarm with her most recent sensor. No products were returned and two replacement sensors were shipped to the customer.